Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 70-130mg/dl. Performed back to back blood tests with results of 331 and 298mg/dl. Last blood results in memory: 342mg/dl, 449mg/dl, 583mg/dl, hi, 163mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 70-130 mg/dl. Performed back to back blood tests with results of 331 and 298 mg/dl. Last blood results in memory: 342 mg/dl, 449 mg/dl, 538 mg/dl, hi, 163 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness on the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/13/2014).